Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately four months after implantable pulse generator replacement. Further information obtained indicated the patient arrived to the emergency room pulseless, rescue efforts were begun, the patient was intubated and placed on mechanical ventilation and subsequently died seven days later. The cause of death is cardiac arrest, hypoxia and cerebral anoxia.